Event description:
After an implant period of approximately 95 months, oversensing with inappropriate therapies in the ventricular channel was reported. Increasing pacing impedances and increasing thresholds were observed. A lead revision will be scheduled.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data amount to a follow-up from july 16, 2018 at 10:04 a.m. The data have been analyzed. All available iegms documented the presence of noise in the rv channel. This led to at least 30 charging cycles, 17 of which resulted in shock deliveries. The inspection of the trend data in the rv channel showed that, from (B)(6) 2018, the pacing impedance increased from about 750 ohms to about 2000 ohms, the sensing amplitude decreased from about 18 mv to about 10 mv and the pacing threshold increased from about 0.8 v to about 3.0 v. Despite these observations, the data did not reveal any indication of an ICD malfunction. Based on the information available for analysis, a damaged lead insulation cannot be excluded as the root cause of the clinical observation. However, for a final root cause assessment an analysis of the lead itself would be required. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned device data revealed no indication of an ICD malfunction. However, the integrity of the lead may be compromised.